Event description:
Patient was implanted with matrixrib plating on (B)(6) 2013. The patient subsequently returned to the surgeon complaining of pain. Initially, four ribs were plated. Scans taken on an unknown date showed 2 broken plates, backed-out screws on plates on two of the ribs and a non-union of the other two ribs. The patient was returned to the or on (B)(6) 2013. All hardware was removed and a sternal lock system was implanted. It was reported that surgery was prolonged by more than thirty minutes and was successfully completed. This report is for 2.9mm ti matrixrib locking screw self-tapping 10mm (part #04.501.020.01) and 2.9mm ti matrixrib locking screw self-tapping 12mm (part #04.501.022.01). It is not known which screw or the quantity of screws was backed out. This is 2 of 2 reports for the same event, (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. Catalog #: 2.9mm ti matrixrib locking screw self-tapping 10mm and 2.9mm ti matrixrib locking screw self-tapping 12mm are being submitted on this initial medwatch report. Synthes is unable to determine which part # potentially contributed to the complaint event; therefore, all part #s are being reported as follows: #04.501.020.01 ((B)(4)) and #04.501.022.01 ((B)(4)). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.